Event description:
It while reviewing the manufacturer programming history database it was seen that the patient came in to an appointment at unintentional settings. At the previous appointment there was an incomplete diagnostics and no final interrogation to confirm that patient was at the correct settings prior to leaving the office.

Manufacturer narrative:
Analysis of programming history.